Event description:
Dexcom g7 continuous glucose monitoring sensors repeatedly fail. And for various reasons. Sometimes it's a hardware issue (poor manufacturing?). Many times a software issue. One idiotic choice they've made in their programming is that you have to be in your "home country" to start use of the product. What happens to those of us who travel for work and often find ourselves away from our home countries for extended periods of time? This is a new dexcom programming decision with their g7, but it leaves users stranded outside of their home country without means to measure their glucose levels - an extremely dangerous situation for type 1 diabetics like me. When I was recently on an extended assignment in spain, I was getting dexcom's "not in home country" error, so I called dexcom customer support and after nearly two hours of trying to problem solve the issue, their final solution was "you'll need to fly back to the united states to insert and connect your g7 to the app and then return to spain." What?"